Manufacturer narrative:
(B)(4). Evaluation summary: the device was received inoperative for unrelated system errors. The device failed return instrument test/evaluation (rite) functional test for being received inoperative and buttons verification. Device also failed rite electrical ground bond test. A method 3 evaluation was performed by the product analysis lab. Ground bond testing revealed the screw above the door post was loose. The cause for rite failure - ground bond was determined to be a loose screw above the door post. A service history review was completed and no issues were identified that may have contributed to the failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specifications indicating a high resistance value between the hc and ground bond on the power supply.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.